Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Additionally, it was reported that the pump battery was unresponsive. Customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 20-motor picasso-basal issue was verified, but the battery-unresponsive issue could not be verified.